Event description:
During cardiac surgery, defibrillator internal paddles were positioned on the pt's heart in preparation for defibrillation, however, the internal paddles did not function when discharge was attempted.